Event description:
It was reported that the insulin pump had keypad anomaly, physical damage and alarmed battery out limit. Customer's blood glucose was 213 mg/dl. Customer stated the insulin pump was shooting insulin and numbers kept scrolling when carbs was entered. Customer stated the cracks were around the reservoir area. Troubleshooting was done. Advised the customer that insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected numbers scrolling during our testing and operating currents are normal. The insulin pump was monitored for several days and no battery out limit alarms occurred during our testing. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.